Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation:visual analysis of the returned device identified: extended opening, white particles in shell, fold creases and weight within specification. A microscopic analysis was performed which identified: a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. The event of "capsular contracture and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma, and rupture.

Event description:
Healthcare professional reported right side "rupture, capsular contracture grade IV and in right breast 200 cc approx.". The device was explanted.

Event description:
The device has been explanted.